Manufacturer narrative:
Reported event of band falling off the varix. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician tested the device by firing one band before inserting the device into the endoscope. The second until the fifth band were fired on the same varix; however, each of the band slid off from the varix. The procedure was completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "successfully treated."